Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a right revision tsa to rtsa procedure, after the surgeon inserted the 33 glenosphere with the glenosphere inserter, ar-9624, the surgeon was removing the inserter and as it was unscrewed, he noticed that the tip had broken off. The tip of the inserter was lodged in the glenosphere. The surgeon decided to leave the sheared off tip in the glenosphere as it was tight in the baseplate and was not sitting proud. Additional information provided 11/19/2018: the original apex stem was implanted during a tsa procedure on (B)(6) 2016. Since then, the stem had drifted towards the lateral cortex, as well as a rotator cuff tear. All hardware was explanted. It was an apex stem, a 48/19 head, and a pegged glenoid component. Additional information provided 11/21/2018: the following three devices were explanted during the revision surgery: ar-9100-06s, ar-9148-19p, ar-9105-02.